Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Lot number, UDI number, catalog number, model number) are unknown. No information has been provided to date.

Event description:
It was reported that the pump had a cassette alarm. The insertion of a cassette leads to an error message most often (a successful insertion for about twenty tries) and even when the cassette is correctly inserted the pump goes into alarm after thirty seconds to one minute in purge mode and infusion mode. The alarm in question asks to check the absence of air bubbles (during testing). There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.